Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that the pacemaker and right ventricular (rv) lead exhibited loss of capture (loc) and high out of range pacing impedance measurements of greater than 2000 ohms for an unknown reason. A revision procedure was performed where the rv lead was surgically abandoned and the pacemaker was explanted. The right atrial (ra) lead was also surgically abandoned during the procedure as it exhibited oversensing of noise with pacing inhibition and out of range high impedance measurements due to a fracture that was visable on fluoroscopy. The entire pacemaker system was successfully replaced. No additional adverse patient effects were reported.